Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this device due to a pacing impedance measurement less than 200 ohms on the atrial channel. A review of the device data shows many low measurements in addition to noise and inappropriately stored atrial tachycardia response (atr) events. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.